Manufacturer narrative:
H.6. Investigation: four photos were received and evaluated. A single loose 3ml syringe was observed in the photos, filled with 2.0ml of clear liquid. A small elongated thin gray piece of foreign matter was observed floating in the fluid path just above the stopper. One photo showed the vial the medication was drawn from. The foreign matter did not match the color of the rubber stopper material used in the syringe manufacture. The foreign matter appeared to match the septum color from the vial and was likely a piece of septum that was aspirated during the draw. Potential root cause for the foreign matter defect is not associated with the syringe manufacturing process. Please note this product is sold as syringe-only, with no needle components, vials, etc. Based on the color and dimensions, the foreign matter appeared to match the septum of the vial and was likely a result of the vial puncture and subsequent aspiration into the syringe. To determine whether that is the case, a material comparison analysis would need to be performed using fourier transform infrared spectroscopy (ftir) or similar. The defect could not be confirmed to have originated at the manufacturing plant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It has been reported that one syringe 3ml ll euro 200 s/c has been found containing foreign matter during use. The following has been provided by the initial reporter: I noticed a piece of rubber/plastic residue in a syringe drawing our alteplase medication this evening I do not know the lot number of that syringe but the lot of 3ml syringes currently in use is : 9042759. The medication in the syringe is alteplase. We routinely use it in the unit and it is not cytotoxic.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 3ml ll euro 200 s/c has been found containing foreign matter during use. The following has been provided by the initial reporter: I noticed a piece of rubber/plastic residue in a syringe drawing our alteplase medication this evening. I do not know the lot number of that syringe but the lot of 3ml syringes currently in use is: (B)(4). The medication in the syringe is alteplase. We routinely use it in the unit and it is not cytotoxic.